Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¨deflation¨. This is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h4, h6, h11.

Event description:
Healthcare professional reported ¨deflation¨. This is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Clarification d.6a (implant date): current implants placed 17 years ago. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported for right side ¨deflation of saline implant¨, "180 cc filled to 210 cc". Device was explanted and replaced. Capsulectomy was also performed.